Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number, gd893875, with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for an unknown indication. Treatment was not reported. Two days later, the patient was discharged from the hospital. Patient outcome was not reported. The nurse declined to provide further information. This is report 2 of 3.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. Same patient as (B)(4).